Manufacturer narrative:
Product event summary: analysis confirmed that the stylus was not working. It was additionally found that the programmer powered up to an error, there was a broken speaker cable, and the system fan was noisy.

Event description:
It was reported that the programmer's stylus was not working. The programmer has been returned for repair and calibration. No patient complications have been reported as a result of this event.